Event description:
During a phone to check on an order, the customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that she was not feeling well, and was vomiting. The customer stated that her husband could not wake her up, and ended up calling the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.